Event description:
It was reported that the asymptomatic patient presented in-clinic for a next day follow-up, following a new pacemaker system implant. Upon interrogation, the right atrial lead was found to be sensing and capturing in the ventricle. An x-ray was performed which confirmed that the lead had dislodged. The lead was successfully repositioned later that day without any adverse events. A post-operation x-ray was performed on (B)(6) 2017, the results of which are unknown and the patient was discharged. On (B)(6) 2017, the patient presented for follow-up and the lead was found to be functioning within normal limits.